Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07408. It was reported thrombus occurred during the procedure. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and 27mm watchman ® laa closure device & delivery system were used. The closure device was successfully deployed; however, on the echocardiogram, they noticed that there appeared to be thrombus between the shoulders of the closure device and the laa. The patient's activated clotting time (act) was already at 373, so they just observed it. There were no further patient complications and the patient was fine.